Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right atrial (ra) lead exhibited loss of capture, oversensing and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.